Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported during routine follow up, this device was found to have exhibited a large decrease in estimated battery longevity. Data analysis confirmed the depletion was determined to be consistent with increased power consumption attributed to sensing of the patient's atrial arrhythmias. This device was reprogrammed and remains in service. No adverse patient effects were reported.